Event description:
It was reported that the patient was experiencing intermittency with the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed in 1999. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.